Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional examination of the returned product found that the unit did not pass the sample graft test and would not cut completely. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. Device is used for treatment. A definitive root cause cannot be determined. The following actions were previously initiated to address the DHR retrieval issue: ca-(B)(4). The event is confirmed.

Event description:
It was reported that the device doesn't cut through tissue when going through the mesher and ratchet not working at times also. Surgery date is on-going, no harm reported and there was a delay. No further information provided.